Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire frozen in the device and a introducer sheath. The outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. There was also some slight buckling on the outer sheath approximately 36.5cm from the nosecone. The mid-shaft showed some damage/kinks approximately 8 to 10.5cm from the markerband. The guidewire was sticking out of the distal end of the device approximately 48cm. The guidewire was sticking out of the proximal end approximately 95cm. The handle was separated and visually inspected inside for further damage. It was noticed that there was a severe prolapse of the proximal inner, most likely from using a .014 guidewire. The pull-rack was fractured. The stent was returned with the device and was damaged, and elongated. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was further reported that they attempted to stent the superficial femoral artery (sfa) and the stent stretched in the sheath that was across the aortic bifurcation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stent was partially deployed and became stuck on the wire. A 7 x 200 x 130 innova¿ stent was selected for an aortogram with atherectomy, percutaneous transluminal angioplasty (pta) and stent procedure. After the stent was partially deployed, the stent became stuck on the wire and stretched out into the sheath. The patient was taken to the operating room for surgery to remove the stent. There were no further complications reported and the patient¿s status was reported as fine.